Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the full height cubie drawer, rows c, d, e were not detected on bus and did not display when the user was viewing drawer in drawer settings. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was not on bus. A field service engineer (fse) disassembled drawer and all pockets in the reported rows were manually released. A partial seating condition was identified at rows c, d, and e. A complete inspection of all hardware and internal back-panel connections was performed, with adjustments made an all doors were tested successfully. The battery was found to be out of compliance and was replaced. All software was verified to be current. Complete maintenance and a proactive inspection were completed. The system functioned as intended after the field service engineer repaired the device.